Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure of the superficial femoral artery, this balloon ruptured at 8 atmospheres when inflated with an indeflator. The pt is a male (age unknown). The vessel had severe calcification, severe tortuosity and 100% stenosis. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion with the guidewire and crossing the lesion with balloon. After the balloon ruptured, it was safely removed from the pt and another balloon catheter was used to successfully complete the procedure. There was no reported injury to the pt.